Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) machine. This occurred during drain 2 of 5. The home patient (hp) stated that the patient line disconnected from the set-up and the hp never reconnected. The technical service representative (tsr) assisted with the troubleshooting to clear the alarm and advised the hp to start over with all new supplies or finish with the manual supplies. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.